Event description:
Physician reviewed the infusion history of the pt's ambulatory pt controlled analgesia pump. The volume of drug delivered had exceeded the volume limit programmed in to the device. Pt experienced no adverse effects.